Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient spiked a fever. Blood cultures were drawn, and it was positive for gram rods. The team suspects dialysis catheter as the culprit, antibiotics regimen started. It was further reported that high purge pressure and purge system blocked alarm occurred. Tissue plasminogen activator (tpa) was administered and the purge pressures normalized and the pump remains implanted for support.

Manufacturer narrative:
The impella device remains implanted and was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure and infection/sepsis has been completed. High purge pressure: throughout the case, purge pressure and purge flows were steady. There was one increase on 5/14 triggering high purge pressure but there was no spike in motor current. The rise time was 3 minutes and it remained high for 3 minutes and then rapidly declined. This was not during a bag change. The root cause of the first high purge pressure event is most likely due to a kinked purge line but location of kink is unknown. The purge pressure remains steady until 5/24 when a small increase is seen in the purge pressure to about 800 and then it goes back down, no significant changes in motor current (mc). About 2 hours later, the purge pressure increases over the span of an hour. During this time the motor current increases and flows become slightly saturated. It remains high for about 17 hours until it starts to gradually decrease. The clinical stated tissue plasminogen activator (tpa) was started and it resolved. Based on the data logs and clinical details, the root cause of the high purge pressure event was most likely due to biomaterial buildup. Infection/sepsis : the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Thrombus: the failure mode thrombus was added based on the investigation findings. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D6b explant date added.